Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during tha surgery, one of the spring-loaded locking mechanism of one (1) lgn fem cone impactor head ID 20mm broke while implanting. The screw fell out. It was recovered and disposed of properly at the facility. All pieces were accounted for after the case. The procedure was resumed, after a non-significant delay, using the same device. No further complications were reported.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device presents with wear from use, one of the press fit long nose spring plungers is fractured with the center not returned, the surfaces discolored, scratched and scuffed. The entire device is worn from use. The instrument has been in distribution for several years and may show wear from repeated use, cleaning, or possible misuse. Surgical instruments naturally experience wear over time and may eventually fail to perform as intended. Since there is no evidence of a manufacturing defect, reviewing device history records is not necessary, as manufacturing issues are unlikely to be a contributing factor in this case. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.